Event description:
Caller reported a malfunction on the pump, specifically a malf 12 code, but no notable events occurred prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. It was resolved that the customer could continue using the pump, with instructions to call back if the issue recurred.